Event description:
Repeatedly reporter has had to replace transmitter due to faulty battery door hinges. This has been an issue since purchase of the system. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).